Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation; however, the repair was not completed because the cutter is not a repairable device. The cutter was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign, event occurred in canada.

Event description:
It was reported that the mesher grate was bent and not meshing. During evaluation, the cutter failed a sample mesh test. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. Due diligence is complete; there is no additional information is available.